Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type catheter.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving compounded baclofen (550 mcg/ml at a dose of 114) in an implanted pump or pump use was intractable spasticity and cerebral palsy. The drug lot number of the baclofen and the other medications the patient was receiving at the time of the event were unknown / not available. The patient&#62688;medical history was not available. The pocket was not healing. No diagnostic tests/troubleshooting were performed. Surgical intervention occurred; a drain was placed. The catheter was cut during the procedure to clean out the wound and they had to reconnect. The cause of the issue remained unknown. The pump and catheter had to be removed due to the pump pocket not healing. It was unknown if the pump and catheter were to be replaced. Only visual diagnostics were performed; no troubleshooting was performed. The issue was considered to be resolved at the time of report. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
Other applicable components are: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. Analysis of the pump, model# 8637-20, serial# (B)(4), found no anomaly. Analysis of the catheter, model# 8784, serial # (B)(4), found damage to the transition tubing (portion of transition tubing was missing). Analysis of the catheter, model# 8784 , serial # (B)(4), found no significant anomalies. A slice/cut was seen on the catheter body. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.